Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their teeth are getting more crooked as they progress with the aligners. They were told to go backwards in aligners. They also reported they had to have a filling replaced.